Manufacturer narrative:
Investigation revealed that the root cause is attributed to use error. The end-user reported driving full speed while going down an incline on a wet surface (e.g. Wet leaves) and after released the joystick to stop the wheelchair, skidded and then slid along the leaves causing the user to impact into the side of rock face (i.e. Mountain side). The end-user was not wearing a positioning belt as required and the sudden stop resulted in a loss of balance and user fell out of the wheelchair and sustained injury. The wheelchair was evaluated by the service provider on (B)(6) 2020 and finding no issues regarding how the device operates and comes to a stop. In conclusion to the investigation the cause of this incident is found related to how the wheelchair was being used by the end-user in an outdoor environment. The user manual instructs the user with warning to take extreme caution and drive in low speed when operating the wheelchair on slopes and wet surfaces due to extended distances required to stop. The wheelchair is also equipped with positioning aids that prevent the end-user from falling out of the device which must always be in-use when occupying the wheelchair. The dealer has been provided a copy of the labels from the user manual to share with the end-user to bring awareness in proper use of the device to prevent potential future risks. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Client states that she was driving on a slippery road (as she often does) and this time when she removed her hand from the joystick control and wheelchair did not stop as quick as expected and crashed into side of a mountain. As a result, user was ejected from the wheelchair and reports suffering from mild concussion and sore body and later reported momentary loss of consciousness and soreness due to banging her knee. User did not seek medical attention and self-diagnosed injuries.